Event description:
Additional information was received that the middle and distal sections of the pipeline did not open. It was stated that the tip end was slightly curved, the middle part was straight, and it could not be opened in vitro. Additional steps taken were multiple push-pull and recovery operations in the body, but it still failed to open. It was planned to withdraw from the body, removed the small wings, and then push the catheter to go upper again. However, it was found in vitro that the braided wire at the tip end of the stent was damaged, and it could not be opened in vitro.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #705435366:¿ equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5), in-house 0.0265in mandrel ¿ as found condition: the pipeline flex and marksman catheter were returned inside of a sealed bio-hazard bag and a shipping box. ¿ damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal end of the braid appeared not opened due to damaged braid. The middle section of the braid was found fully opened and no damage. In addition, the proximal end of the braid was found fully opened and frayed. No bend was found on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter body appeared to be accordioned at 20.0cm to 29.2cm from the distal tip. No flash or voids molded were observed in the hub. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter hub. The mandrel successfully passed through the catheter hub with no issues; however, resistance was observed at the damaged locations. ¿ conclusion: based on the returned devices, the customer report of "failure to open at the distal end" was confirmed as the distal end of the braid was not opened due to damaged braid. However, the cause could not be determined. Possible cause includes damaged braid. The customer report of "failure to open at the middle" was not confirmed as the middle of the braid was found fully opened. The cause could not be determined. The customer report of "catheter kink/damage" was confirmed as the returned catheter was found accordioned. From the damages seen on the catheter body (accordioning), pipeline braid (fraying) and hypotube (stretching); there was high force used. It is possibly that these damages occurred when the customer attempted to advance the pipeline flex through the catheter against resistance. However, the cause of resistance could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline could not be opened and the pipeline and catheter were damaged.  The patient was undergoing surgery for treatment of a fusiform, unruptured posterior circulation basilar artery aneurysm with a max diameter of 18mm and a 18mm neck diameter. The landing zone was 5.0mm at the distal end and 4.8mm at theproximal end. It was noted the patient's vessel tortuosity was moderate. The access vessel was the femoral artery with 6mm diameter. No patient symptoms or further complications were reported as a result of this event. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure was slowed down blood flow.  It was reported that after the microcatheter was in place, the ped stent was hydrated according to the normal process, and it was smoothly delivered to the anchoring position, and the stent was deployed. The tip of the stent could not be opened. Repeatedly adjusted the position, and the tip of the stent could not be opened after recovery. It was observed on the video that the tip of the stent seemed to be frizzy, so it was removed out of the body. The stent was pushed out of the catheter in vitro, and it was found that the braided wire at the tip of the stent was damaged, and the stent could not be opened in vitro. At the same time, it was observed that the tip of the catheter was slightly damaged, so the catheter and stent were replaced, and the procedure ended smoothly. The pipeline was used for an indication that is approved (on-label). The pipeline and any accessory devices were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU.